Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune hypothyroidism ('hypothyroidism') in a 43-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure ablation performed on sane day" on (B)(6) 2013 and device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/infrequent bedridden pain"), fatigue ("fatigue"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain / infrequent bed ridden pain"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), gastrointestinal disorder ("gi conditons"), alopecia ("hair loss"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection: yeast") and libido decreased ("decreased libido"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity and abdominal pain lower had resolved and the autoimmune hypothyroidism, fatigue, gastrointestinal disorder, alopecia, nausea, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, dyspareunia, dysfunctional uterine bleeding and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune hypothyroidism, dysfunctional uterine bleeding, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, libido decreased, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on right side 4 coils were easily visible at uterine cavity and on left side 3 coils were easily visible at uterine cavity. Plaintiff received treatment for hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Pathology test - on (B)(6) 2018: uterus, right fallopian tube left, fallopian tube: supracervical hysterectomy with attenuated,' scarred endometrium fallopian tubes with essure coils. Lot number: a96186, manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received onset date of event was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune hypothyroidism ('hypothyroidism') in a 43-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure ablation performed on sane day" on (B)(6) 2013 and device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/infrequent bedridden pain"), fatigue ("fatigue"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain / infrequent bed ridden pain"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection: yeast"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and libido decreased ("decreased libido"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity and abdominal pain lower had resolved and the autoimmune hypothyroidism, fatigue, gastrointestinal disorder, alopecia, nausea, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, dyspareunia, dysfunctional uterine bleeding and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune hypothyroidism, dysfunctional uterine bleeding, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, libido decreased, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on right side 4 coils were easily visible at uterine cavity and on left side 3 coils were easily visible at uterine cavity. Plaintiff received treatment for hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Pathology test - on (B)(6) 2018: uterus, right fallopian tube left ,fallopian tube: supracervical hysterectomy with attenuated,' scarred endometrium fallopian tubes with essure coils. Lot number: a96186, manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: mr was received. Event "essure and novasure ablation performed on same day", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune hypothyroidism ('hypothyroidism') in a 43-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/infrequent bedridden pain"), fatigue ("fatigue"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain / infrequent bed ridden pain"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), gastrointestinal disorder ("gi conditons"), alopecia ("hair loss"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection: yeast"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and libido decreased ("decreased libido"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity and abdominal pain lower had resolved and the autoimmune hypothyroidism, fatigue, gastrointestinal disorder, alopecia, nausea, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, dyspareunia, dysfunctional uterine bleeding and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune hypothyroidism, dysfunctional uterine bleeding, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, libido decreased, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on right side 4 coils were easily visible at uterine cavity and on left side 3 coils were easily visible at uterine cavity. Plaintiff received treatment for hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Pathology test - on (B)(6) 2018: uterus, rigiit fallopian tube left ,fallopian tube: supracervical hysterectomy with atienuated,' scarred endometrium fallopian tubes with essure coils. Lot number: a96186 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune hypothyroidism ('hypothyroidism') in a (B)(6)-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/infrequent bedridden pain"), fatigue ("fatigue"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain / infrequent bed ridden pain"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection: yeast"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and libido decreased ("decreased libido"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity and abdominal pain lower had resolved and the autoimmune hypothyroidism, fatigue, gastrointestinal disorder, alopecia, nausea, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, dyspareunia, dysfunctional uterine bleeding and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune hypothyroidism, dysfunctional uterine bleeding, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, libido decreased, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on right side 4 coils were easily visible at uterine cavity and on left side 3 coils were easily visible at uterine cavity. Plaintiff received treatment for hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pathology test - on (B)(6) 2018: uterus, right fallopian tube left ,fallopian tube: supracervical hysterectomy with attenuated,' scarred endometrium fallopian tubes with essure coils. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received: lot number was added. Reporter information, patient demography, lab data was added. Previously added event "injury" was replaced with events "pelvic pain, lower abdominal pain / infrequent bed ridden pain, dysmenorrhea, dyspareunia, hypothyroidism, other injuries/symptom: fatigue, gi conditions, hair loss, nausea, weight gain, allergy, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast, dysfunctional uterine bleeding, lower abdominal pain" on 20-sep-2019: fu 2 and fu 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.